Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), five year after the implant of a 23mm sapien xt valve in the aortic position, echo showed severe aortic stenosis and mild paravalvular leak. The sapien xt valve was found with a lot of pannus, but the leaflets did not show any calcification nor thrombosis. The valve was explanted and surgical aortic valve replacement was performed with a non-edwards surgical valve. The sapien xt frame was found to be elliptical and not fully expanded. It was easy to remove the valve from the aortic annulus. At the time of the report, the patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The explanted valve was returned to edwards lifesciences for evaluation. During visual inspection, host/pannus like tissue growth was observed at the outflow side of the explanted valve. The frame was distorted, likely due to device explant, host/pannus like tissue growth was observed around frame, and at both inflow and outflow sides of the valve, and the leaflets were cut at the commissure tab, likely due to device explant. The frame was x-rayed and no cracks were observed. Due to the returned condition of the valve (frame distorted), no functional or dimensional testing was able to be performed. The complaint was confirmed through visual inspection. Per the report, approximately five years after the implant of a 23mm sapien xt valve, a savr was performed. Pre-operative echo findings showed severe aortic stenosis and mild paravalvular leak. The sapien xt valve was found with a lot of pannus, but the leaflets did not show any calcification nor thrombosis. As such, the growth of host/pannus tissue on the valve may have impaired the valve performance, leading to the severe aortic stenosis as reported in this event. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, the exact root cause of the formation of the host/pannus tissue was unknown. Per manufacturing mitigations, during the production flow testing, the coaptation test was performed. The adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment. Prior to final packaging, 100% visual inspection is performed at preliminary packaging to ensure no damage to the valve from handling during the manufacturing process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the visual observation of returned sample, the complaint of valve host tissue/pannus was confirmed, but no manufacturing non-conformities were identified during evaluation. A review of the complaint history and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the complaint. A definitive root cause was unable to be determined at this time. Since no labeling or IFU/training inadequacies were identified and review of the complaint history revealed that the occurrence rate did not exceed the june 2018 control limits for applicable trend category, no corrective or preventative action is required at this time.